Manufacturer narrative:
The manufacturer did not receive devices for review. Based on an extensive investigation of events reported from several user facilities outside the u.s, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s was initiated in november 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. At this time of this report the cause for this specific clinical event cannot be ascertained from the info provided. If add'l info is rec'd and the product is returned for investigation, un updated report will be submitted. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported by pt's counsel that the pt received a durom us acetabular component 48/42 code h, right side on (B)(6) 2007 and was revised on (B)(6) 2010 due to metallosis.